Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product was returned and evaluated with no defect found. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who stated that it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with non-fasting tests results from meter to meter comparisons of 319 mg/dl using meter and 112 mg/dl using another device and of 304 mg/dl using meter and 106 mg/dl using another device. Customer is also concerned with non-fasting result obtained of 206 mg/dl. The customer's expected non-fasting blood glucose test result range is 90 - 150 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer reported two different ER visits within the last month. Mother stated the doctor had advised her to take customer to the ER when his blood sugar was over 300 mg/dl. Mother stated that on (B)(6) 2019 after eating dinner, customer had obtained a blood glucose test result of 319 mg/dl non-fasting, so she had taken customer to the ER and stated they had arrived at the ER ten minutes later and customer's blood glucose test result was 112 mg/dl non-fasting. Mother stated that a few days later, (she did not remember the exact date) customer had obtained a result of 304 mg/dl non-fasting and mother had again taken customer to the ER, and had arrived 10 minutes later and customer's blood glucose test result was 106 mg/dl non- fasting. No medical intervention was required, no diagnosis was given and customer was not admitted. Mother stated that customer was discharged with no new recommendations. Customer had continued to use the meter. During the call a back to back blood test was not performed by the customer. The product is stored in the bedroom but also sometimes in the kitchen. The test strip lot manufacturer's expiration date is 08/13/2019 and test strips were opened last month. The meter memory was reviewed for previous test result history: (B)(6).